Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. (B)(4). The philips field service engineer (fse) confirmed reported problem of a touch screen not responding properly. The fse replaced the touchscreen of the device which resolved the complaint. The fse performed device testing. The device passed testing and was returned to full functionality.

Event description:
The customer reported that the touchscreen was not sensitive. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 12jun2019, date rec¿d by MFR : 11jun2019. A touch screen was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into a test ventilator in an attempt to duplicate the reported problem. The top right corner of the screen did not respond. Investigation revealed that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.